Manufacturer narrative:
Two levels of qc resulted within range on the day of the event. The sample was sent to customer product line support (cpls) for further testing. Interference testing did not detect interference in the patient sample. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a reactive (B)(6) core antibody result generated by the unicel dxi 800 access immunoassay system for one patient. A negative result was obtained via an alternate methodology. The results were reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.